Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-feb-2019 with the following findings: a review of the black box contained a call service cs012, showing the alleged issue. The pump was run for 12 hours and no call service 012 alarm occurred during testing.